Manufacturer narrative:
The manufacturer previously in reference to the dream station 2. The manufacturer received information alleging particles in circuit and mask. Medical intervention was not specified. The patient alleges a cough and feeling as if she has angina. A device was returned to a third-party service center. During the evaluation of the device at the third-party service center, the device was visually inspected and found the iso port, blower, blower outlet seal, inlet/outlet seal and heat plate were contaminated with limescale. Pollen filter needs to be replaced due to preventive maintenance. The faulty components of the reported unit were scrapped. The previously submitted report was submitted as a serious injury. Upon reassessment on 04-mar-2026, it was updated to a product problem. Updated: evaluation method grid evaluation results code conclusion code grid.

Event description:
The manufacturer was contacted in reference to the dream station 2. The manufacturer received information alleging particles in circuit and mask. Medical intervention was not specified. The patient alleges a cough and feeling as if she has angina. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.